Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked it was reported by customer that upon starting a piv in left forearm with #20 angiocath 1 inch, the spring was not working properly by stopping the blood from returning and pouring out. When the hub had started filling with blood, angiocath advanced and the stylet removed, the blood started to pour out and I had to grab the heplock right away to attached and soiled the bed linens with blood in the process. Upon starting a piv in left forearm with #20 angiocath 1 inch, I was surprised to see that the spring was not working properly by stopping the blood from returning and pouring out. When the hub had started filling with blood, angiocath advanced and the stylet removed, the blood started to pour out and I had to grab the heplock right away to attached and soiled the bed linens with blood in the process. I have the wrapper of the product here in my office. The lot # is 3275840, the expiration date is 9/30/26, and the ref # is 386862. Also emailing (B)(6) since (B)(6) is away for a conference with the product committee.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the potential affected batches. From the returned photo, observed unit package top web only, hence unable to evaluate for leakage. The actual root cause could not be established. As current control, there is an outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve.

Event description:
Material #: 386862; batch #: 3275840. It was reported by customer that upon starting a piv in left forearm with #20 angiocath 1 inch, the spring was not working properly by stopping the blood from returning and pouring out. When the hub had started filling with blood, angiocath advanced and the stylet removed, the blood started to pour out and I had to grab the heplock right away to attached and soiled the bed linens with blood in the process. Verbatim: upon starting a piv in left forearm with #20 angiocath 1 inch, I was surprised to see that the spring was not working properly by stopping the blood from returning and pouring out. When the hub had started filling with blood, angiocath advanced and the stylet removed, the blood started to pour out and I had to grab the heplock right away to attached and soiled the bed linens with blood in the process. I have the wrapper of the product here in my office. The lot # is 3275840, the expiration date is 9/30/26, and the ref # is (B)(4). Also emailing (B)(6) since (B)(6) is away for a conference with the product committee.